Event description:
The manufacturer received information alleging a ventilator's nurse call connector was broken. There was no harm or injury reported. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator's nurse call connector was broken. There was no harm or injury reported. The device was returned to the manufacturer for evaluation. No issues were observed with the device's nurse call connector. The detachable battery connector was broken. The interface board was replaced to address the issue.